Event description:
It was reported that a multifiltrate pro hd leaked 6 hours into a patient¿s continuous venovenous hemodiafiltration (cvvhdf) treatment. A prefilter high pressure alarm occurred and a blood leak was detected from the prefilter dome. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation as it was discarded. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information received states that the patient¿s reported blood loss is 5 ml. The patient¿s treatment was promptly restarted on a different machine and no medical intervention and no risk to the patient was reported due to the blood leakage. There were no repairs made to the machine.

Manufacturer narrative:
Additional information provided in b5.

Manufacturer narrative:
Investigation: batch production record controls resulted with conformity. Non-conformity was not observed during the manufacturing process. There is one other complaint reported with different description/defect location for the subject batch. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. The complaint sample is not available. The examinations informed below were applied to the retained samples. The samples were checked for component defects, assembly failure, conformity with the product specification. The samples were checked under air/liquid pressure for assembly failure and leakage. As a result of examination, no failure detected on the retained samples, however exact reason of the defect could not be determined due to lack of original sample examination. According to the complaint description, possible reasons of the defect might be related to component defect on pressure dome (raw material based), improper connection of the pressure dome to machine, but not limited to. A nonconformance has been initiated and finalized for the cases related to raw material by the related supplier. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information received states that the patient¿s reported blood loss is 5 ml. The patient¿s treatment was promptly restarted on a different machine and no medical intervention and no risk to the patient was reported due to the blood leakage. There were no repairs made to the machine.